Event description:
This rv leas was implanted on (B)(6) 2016 and was explanted on (B)(6) 2016. Additional information received stating that this rv lead exhibited over sensing and noise, high impedance, and led to inappropriate shocks. The physician was dr. (B)(6) at (B)(6) hospital-in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).